Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported that the customer passed away in the hospital on (B)(6) 2018. The cause of death was diabetes. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The device was last worn on (B)(6) 2018. Hospital staff disconnected the device after admitting the customer into the hospital that day. It is unknown if the customer used sensors. The caller declined to return the insulin pump for analysis.